Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the catheter at the insertion point leaks intravenous fluids. Additional information: there was redness on the skin at the insertion site but there was no other harm or consequence to the patient. There was no medical intervention needed. The catheter was removed.

Manufacturer narrative:
Qn# (B)(4). The customer report of an insertion site leak was confirmed by visual inspection of the customer supplied video. The video shows a secured catheter in use with fluid leaking from the patient insertion site. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter at the insertion point leaks intravenous fluids. Additional information: there was redness on the skin at the insertion site but there was no other harm or consequence to the patient. There was no medical intervention needed. The catheter was removed.